Event description:
The customer stated error codes 5001, sample pipettor probe may be in sample cup/tube on processing module (x) due to prior hardware failure, and 3350:, unable to process the test, aspiration error for (sample pipettor arm) at (rv 24) occurred on an architect (B)(4)analyzer. The customer opened the door of the processing module and saw a little smoke in the area between the sample arm and the r1 arm, and they saw that this area was full of liquid. They turned off the instrument and sent an urgent notification to the fss. There was no adverse impact to patient management reported. There was no injury to personnel reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. An abbott field service representative (fsr) found a leaking syringe with a broken valve had damaged the rv 1-2 and stat lls antenna. The fsr also replaced the sample pipettor probe due to error 3350 generation, adjusted rv loader conveyor belt positioning due to rsh errors, and replaced the wash station and trigger valves as part of preventative maintenance. Tracking and trending did not identify an adverse trend for leaking syringes causing smoking lls antennas. Labeling was reviewed and found to be adequate. A product deficiency was not identified.